Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2018 to have their ipg relocated. Issue has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort due to the top part of their ipg protruding outward. As a result, surgical intervention may be pending to address this issue.